Event description:
The technnician alleged that the ground reading out of range on the bed. No patient impact.

Manufacturer narrative:
The technician replaced the power cord plug to resolve the issue.